Manufacturer narrative:
Sjm has limited info related to the pt¿s medical history and is unable to form an opinion as to the relevancy of the pt¿s history to the event reported. Sjm defers to the pt¿s physician regarding medical history.

Event description:
Device report 2 of 3. Reference MFR reports: 1627487-2011-09429, 09431. The pt received the scs system on (B)(6) 2008. It was reported the pt went under a surgical intervention on (B)(6) 2011, for a lead replacement as the pt's lead electrodes measured invalid impedance values. The pt's ipg was also explanted and replaced with a newer ipg as the pt experienced issues with having to recharge the system frequently. No further pt complications were reported. The pt reported effective coverage post-operative.